Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this complaint, attempts were made to obtain complete device information.. Further information was requested but not received.

Event description:
It was reported that during explant procedure [related manufacturer report number:1627487-2025-01761] on (B)(6) 2025, patients leads we cut and left implanted. As a result, surgical intervention may be undertaken on a later date to remove remain portions of leads.